Event description:
The technician alleged the siderail would not stay in the up position. No pt impact.

Manufacturer narrative:
The technician repaired the metal bracket that was found bent on the siderail to resolve the issue.